Event description:
Brakes not holding, brake pads over 1/2 inch from caster wheel in neutral, should be .070". Technician adjusted brake pads to the proper .070" and this repaired the stretcher brake issue.